Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a failed battery test alarm on the insulin pump despite a battery change. Customer's blood glucose reading at the time of the call was 52 mg/dl and stated that she is always low in the morning. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. The device was received with operating currents within specification. No failed battery test alarms noted. However, the device was received with corroded battery tube. The device also had cracked case at battery tube threads and minor scratched lcd window.